Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, some led segments were not illuminating correctly. The malfunction was likely due to foreign material present on the exterior chassis and migrated onto the pcb through the chassis seams. The ui board was confirmed to be defective.

Event description:
It was reported that the led display is missing segments. No known impact or consequence to patient.